Event description:
It was reported when an asymptomatic patient presented in clinic during follow up with a device was post-sensed t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were recommended but not made. The patient was stable.